Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, e3, g2, h6.

Event description:
Patient reported right side is "sitting lower and looks less full." Patient later reported capsular contracture baker grade IV. Healthcare professional additionally reported replacement from textured to smooth due to the patient's concern of the implant. Device has been explanted.

Event description:
Patient reported that the right side is "sitting lower and looks less full." Patient later reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Information contained in this report was previously submitted through asr / psr on (B)(6) 2014.

Event description:
Patient reported right side is "sitting lower and looks less full." Patient later reported capsular contracture baker grade IV. Healthcare professional additionally reported replacement from textured to smooth due to the patient's concern of the implant. Device has been explanted.

Manufacturer narrative:
Continued b.3 date of occurrence: (B)(6)2024. Clarification to b.3 : the date provided by doctor office is the first date that a serious reportable event was noted and reportable to the FDA. Previous events were not confirmed and minor at the time of original record capture.